Manufacturer narrative:
Updated awareness date.

Event description:
It has been reported that device speakers are not functioning correctly.

Event description:
It has been reported that device speakers are not functioning correctly.